Event description:
This is a report received by baxter global pharmacovigilance (gpv) from a consumer (patient's father) from the USA with supplemental information received from the patient's peritoneal dialysis nurse (pdn) of peritonitis in a home patient (hp) coincident with dianeal (unspecified) for peritoneal dialysis therapy. On an unreported date, the patient began treatment with dianeal 2.5% low calcium (dose and frequency not reported) and dianeal 4.25% low calcium (dose and frequency not reported) ip (intraperitoneally) for pd therapy. On an unreported date, it was reported that the patient made a mistake of touch contamination (details not provided). On an unreported date, the hp was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was reported to be recovering from the event of peritonitis. Per the reporter, the cause of the peritonitis was patient made mistake/ touch contamination (details not reported). No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. The complaint is confirmed because the nurse reported a breach in aseptic technique (touch contamination) by patient and peritonitis (serious injury). The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information was received by baxter global pharmacovigilance from a healthcare professional (hcp). The treatment rendered for the peritonitis was unknown. On an unreported date, during hospitalization, the dianeal therapies were withdrawn and hemodialysis was initiated. On an unreported date, the patient received retraining on aseptic technique. On (B)(6) 2012, the patient was discharged from the hospital. The hcp reported the patient is recovered from the event of the peritonitis (unspecified date). The hcp reported the cause of the peritonitis was not related to a baxter device or solution.